Event description:
Cat 5 microcatheter broke off in the distal right ica [internal carotid artery] and was caught by the right ica stenosis. We were able to retrieve the broken tip with the tigertriever.